Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "right side capsular contracture, baker grade unknown" . Device has been explanted. Manufacturer of the device is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, a.5a, a.6, b.5, g.1, h.6.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade lll. Manufacturer of the device is unknown. Device has been explanted and replaced.